Manufacturer narrative:
This supplemental report is submitted to provide the device history record (DHR) review and result of the legal manufacturer's investigation. Updates to sections d4 and h4. The legal manufacturer performed an investigation and was unable to determine a definitive root cause. The subject device DHR was reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus and evaluated. The user reported problem was confirmed and the cause assigned to a faulty power board.

Event description:
A user facility reported that the led turned on at the beginning of a procedure and during the case it just kept giving them a red error with and without the foot switch. Two different hand pieces were tried and the error occurred with both. There was no patient injury or harm, associated with the problem, reported to olympus. The intended procedure is unknown. It is unknown if the intended procedure was completed.